Manufacturer narrative:
This supplemental report is being submitted to cross reference associated MFR. Report numbers, to provide additional information. Olympus received a medwatch report on june 2, 2016 indicating that 22 primary cultures were positive for gram-negative bacteria (gnb) after high-level disinfection (hld) reprocessing. Eleven different bacteria were isolated. There have been no documented cases of patient to patient transmission. No patient injury has been identified. Two different ultrasonic gastrovideoscopes were identified (model# gf-uct180 and gf-uc140p-al5). The serial numbers of both devices are unknown. Originally on may 11, 2016, olympus received a clinical article stating that there were 9 cases of positive cultures and 1 case of patient infection. A total of 10 initial mdrs were submitted on june 6, 2016 to account for the nine cases of positive cultures and 1 case of patient infection. Based on the new information received on the medwatch report, olympus submitted thirteen additional mdrs to account for the 22 primary cultures positive for gnb. Please cross reference the additional 13 MFR. Report numbers: 2951238-2016-00520, 2951238-2016-00521, 2951238-2016-00522, 2951238-2016-00523, 2951238-2016-00524, 2951238-2016-00525, 2951238-2016-00526, 2951238-2016-00527, 2951238-2016-00528, 2951238-2016-00529, 2951238-2016-00530, 2951238-2016-00531, and 2951238-2016-00532. This is report 6 of 9.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fds to odg.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. As part of our investigation of this report, olympus made multiple follow up attempts with the facility regarding the reported event; however, no additional information was obtained. In addition, an olympus endoscopy support specialist (ess) was dispatched to the user facility on may 31, 2016 to assess and observe the account¿s reprocessing practices and to provide reprocessing training if necessary. The ess found no deviations from the account¿s reprocessing practices.

Event description:
Olympus received a clinical article on 05/11/16 titled, "risk of infection transmission in curvilinear array echoendoscopes: results of a prospective reprocessing and culture registry." The article reported that a single-tertiary care center underwent prospective bacterial surveillance cultures after reprocessing. The clinical article reports that between february 2015 to october 2015, a total of 350 primary cultures were obtained from a total of 13 linear echoendoscopes. The author reports that there were 9 cases of primary cultures positive for gram-negative bacilli (gnb) after high-level disinfection (hld) reprocessing. In 3 of the 9 cases, cultures were positive a 2nd time and 2/3 were sent to the manufacturer. Positive primary cultures were speciated as: klebsiella pneumonia, pseudomonas aeruginosa, escherichia coli, sphingomonas paucimobilis, stenotrophomonas maltophilia, hahnia alvei, klebsiella oxytoca, and citrobacter freundi. The author reports that there were no cases of carbapenem-resistant enterobacteriaceae (cre) and no cases of patient to patient transmission; however, one patient who underwent an endoscopic ultrasound (eus) fine needle aspiration with a culture-negative echoendoscope subsequently developed fluoroquinolone resistant e. Coli bacteremia; which matched post procedure surveillance culture. The article mentioned linear echoendoscopes; however, no specific model and serial numbers were provided. According to the authors, the linear echoendoscopes undergo standard manual cleaning followed by hld by a non olympus automated endoscope reprocessor (aer) dsd edge. The echoendoscopes are subsequently air-dried over night and cultured the following morning. Echoendoscopes undergo a three-sample collection process with two sterile water collections from the suction (elevator up/down) and air-water dispense systems and disposable brushing of 8 endoscope locations. The samples are combined and cultured. Any growth of gnb is considered critical. Based on the information from the clinical article, olympus is submitting 10 initial mdrs to account for the nine cases of positive cultures and 1 case of patient infection. This is report 6 of 10.